Event description:
A surgeon reported the haptic of an intraocular lens (iol) kinked during implant surgery; the iol was removed and replaced with a different iol during the same procedure. The surgery was prolonged, lasting over one hour; there was no injury to the pt.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation. Additional info was requested on 08/12/2009, 08/13/2009, 08/20/2009 and 08/27/2009 by phone, mail and fax. Additional info is not expected. (B) (4). (B) (4). (B) (4).